Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized for experiencing diabetic ketoacidosis and high blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 30 mmol/l at the time of hospitalization. The customer was treated high blood glucose with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as vomiting and confusion. The customer was not using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.